Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 1.2 pocket a1 had failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer had failed. A field service engineer confirmed that there was no failure. The medication was accessible. The rx technician informed the engineer that the hospital staff had been educated on how to recover ghost failures. The cubie had already been recovered by the time the engineer arrived on-site. The system functioned as intended after the customer resolved the issue.